Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was reported, however two potential lot numbers were identified via sales history. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient. All 3ea staplers were used on patient". No patient harm or injury. The patient status is reported as "fine". See associated mdrs 3003898360-2023-01489, 3003898360-2023-01450.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient. All 3ea staplers were used on patient". No patient harm or injury. The patient status is reported as "fine". See associated mdrs 3003898360-2023-01489, 3003898360-2023-01450.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with (B)(4) staples remaining in the cover block, indicating that at least (B)(4) staples were fired by the customer. The trigger was not returned partially engaged. No evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, fifteen staples were fired. Four staples required multiple attempts to fire. It was identified that the staple misalignment prevented the remaining staples from consistently firing correctly. The stapler was disassembled, and flash was observed within the cover block. Die casting anomalies were discovered on the forming tool. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. CAPA was opened under teleflex's quality system by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. CAPA identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.